Event description:
It was reported that a catheter issue occurred. The opticross 35 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became stuck and had to be removed along with the wire by flushing and using a wet wire technique. The procedure was completed using another device of the same type. There were no patient complications reported.